Event description:
On (B)(6) 2020, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter read inaccurately high compared to compared to a hospital meter. The complaint was classified based on the customer care agent (cca) documentation and on additional information obtained when the medical surveillance specialist reviewed the call recording. The patient reported that the alleged inaccuracy issue began at an unspecified date and time in (B)(6) 2020. The patient stated that she manages her diabetes with ozempic once weekly injection and oral medication (jardiance and metformin). When the alleged issue began, the patient claimed she increased her dose of ozempic and she consumed less food and skipped meals in an attempt to lower her blood glucose. During the call, the patient claimed that 2 weeks prior to contacting lfs she started to feel "shaky." In response to the symptom, the patient reported that her doctor reduced her dose of ozempic. The patient stated that she started to feel better but then began experiencing symptoms of "headaches, nausea, dizziness and stomach pains" as she reportedly did not know when to eat due to the elevated readings she was obtaining on the subject meter. The patient reported that on (B)(6) 2020 she was admitted to hospital. During the call, the patient claimed she received blood tests and an x-ray in hospital and that all her medication was halted temporarily to make her blood glucose go back to normal. The patient reported that while in hospital, she obtained blood glucose readings of "125 and 164 mg/dl" with the subject meter and "97 and 147 mg/dl" respectively on the hospital device. The results in each comparison were obtained within 30 minutes of each other. At the time of the call, the patient was still in hospital recovering. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted that an approved sample site was used for testing and that the correct testing process was being followed. The cca confirmed the test strip vial was intact and the test strips had been stored correctly and were not expired. The cca walked the patient through a control solution test and the result fell within the specified control solution range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after increasing her dose of glucose lowering medication and consuming less food in response to alleged inaccurate high results obtained with the subject meter.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed performance testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. However, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.